Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support on how to reset the pump, successfully reset it, and was advised to call back if the issue recurred. The customer was able to continue using the pump without further issues.